Event description:
The customer initially called to report a priming anomaly. The customer then mentioned that, she was hospitalized for high blood glucose levels a few days prior. No troubleshooting was performed due to the priming anomaly.

Manufacturer narrative:
The insulin pump was unable to prime, during the prime tests. Unable to perform occlusion tests.